Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced infection, dyspareunia, recurrent stress urinary incontinence, pain, mesh erosion, and bowel problems. An excision of mesh was performed.